Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic due to fatigue and dizziness. It was noted that the right ventricular (rv) lead was dislodged causing over-sensing and inappropriate shocks. The physician tried to re-position the rv lead, but the helix failed to extend. The rv lead was explanted and replaced. The patient was stable throughout.